Manufacturer narrative:
UDI number: ni. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2019-00178 thru 3012447612-2019-00182.

Event description:
It was reported that the threads of three closure tops were damaged during installation and two pedicle screws disassembled with surgery. They were all removed and replaced during surgery without reported patient impacts. This is report three of five for this event.

Manufacturer narrative:
Additional information: (UDI), (methods, results and conclusions) - the closure top was not returned for evaluation, however, an image was provided. The threads were found to have fractured off. Based on the event description and the nature of the thread failure, it is likely the failure is due to misalignment between the closure top and pedicle screw tulip head. A review of the DHR did not identify any issues which would have contributed to this event.

Event description:
It was reported that the threads of three closure tops were damaged during installation and two pedicle screws disassembled with surgery. They were all removed and replaced during surgery without reported patient impacts. This is report three of five for this event.